Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The visual examination of the returned device could not identify any abnormalities. The device was given functional testing: a syringe was attached to the pilot balloon and the cuff was fully inflated. Visual inspection of the inflated cuff showed the cuff was fully and symmetrically inflated. The device was placed under water and no air bubbles were seen. The product's inflation line and cuff were manually manipulated and no leaks were observed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: basic assembly, manual cleaning and inspection. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues (short shots, splits, voids or bubbling) with the products being assembled. Based on the investigation, the reported issue could not be confirmed. The returned device was found to function as specified.

Manufacturer narrative:
Report source (B)(6).

Event description:
Information was received indicating that six days following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube a cuff leak was noted. It was tested by inflating cuff with 2.5mls of water. However, one minute following, a leak alarm occurred. It was reported that 1.8mls of water were withdrawn from the cuff. This process of placing 2.5mls of water was done 7 times before it was required that the tube be changed out. The patient had reported coughing bouts with no reported adverse effects.